Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the event. On the same day as onset, the patient began treatment with injection vancomycin (intraperitoneally, 1g once a day, duration not reported) and amikacin (250 mg once a day; route and duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient had recovered from the event. Dianeal therapy was ongoing. Additional information was requested, but was not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's pd catheter was removed and pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.